Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula event on 26-july-2024. The event occurred within three hours of insertion. Blood glucose levels during the event was high. The infusion set was inserted at upper buttock. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.